Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported the screw placed into implant in tooth location 36 fractured and implant was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem *d4: expiration date and UDI not available, lot number unknown g3: date received by the manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' *h4: device manufacture date not available, lot number unknown h6: evaluation codes h10: additional narrative one osseotite® tapered implant 5 x 11.5mm, nt511 was returned for investigation. Visual inspection identified fractured screw within the drive feature of the implant. Bone debris observed on the external threads of the implant. Per: no pre-existing conditions noted on the complaint. Bone density type iii. The reported devices were located on tooth #36 (fdi). Picture/x-rays: no pictures or x-ray images were provided. Review of appropriate documentation: instructions for use: biomet 3i dental implants (p-iis086gi rev. H ¿ 07/2021)/biomet 3i restorative products IFU (p-iis086gr) rev f ¿ october 2019 information identified: 'contraindications', 'warnings', 'precautions', 'breakage', 'general considerations' and 'adverse effects' per IFU: fracture may occur when abutment is loaded beyond its functional capability. DHR review: DHR review was completed for the subject lot number (2016020998). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review could not be performed as the lot number associated with the reported unknown biomet screws is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: complaint history review was performed for the reported lot number (2016020998) for similar event (complaint category keywords: fracture screw) and revealed no existing non-conformances/ CAPA/hhe/d/ie/product holds for the reported product. A complaint history review for the unknown biomet screw could not be performed as the lot/item numbers were unknown. Post market trend review: april post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and device (nt511 & unknown biomet screw). Malf/event: based on the available information, device malfunction did occur and the reported event was confirmed following inspection and evaluation.

Event description:
No further event information is available at the time of this report.